Manufacturer narrative:
The psm arm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation found that the arm failed the in-house brake weight drop test. The axis-2 brake was replaced and the arm was upgraded with new brakes, gears, bearings and shafts. This complaint is being reported for the psm failing the weighted brake drop test.

Event description:
It was reported during a preventive maintenance the technical field specialist (tfs) found the patient side manipulator (psm) failed the weighted brake drop test. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instrument. The system was repaired by replacing the affected arm. No patient involvement or impact occurred.